Event description:
The dealer reported that irc5p concentrator in question dropped from 95% to 70% purity when the 4-way valve shifts. The dealer also noted that they then got an error code for the valve not shifting when they replaced the concentrator pc board.